Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The referenced device was returned to olympus for evaluation. The evaluation confirmed that the loop wire was broken off and missing at both sides of the yellow colored insulation filters. A microscope inspection revealed the tips at the breakage point were charred. The charred marks indicate there was as an electrical arc or a high temperature event occurred around the area. In addition, the two metal posts below the yellow insulation were found bent. No issues were observed to the shaft of proximal end of the device.

Manufacturer narrative:
The two referenced hf electrodes were not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be determined. However, based on similar reported events related to the hf electrode the most probably cause of the reported event can be attributed to the following: the electrode loop was used to manipulate the surrounding tissue with excessive force which can cause the loop wire to bend/break, electrical output settings on the electrosurgical generator are too high, electrical output is activated for too long and the loop wire comes in contact with metal material during hf output which can lead to melting and burning of the loop wire. If additional information becomes available or if the electrode is returned for evaluation at a later date, this report will be supplemented accordingly. Additionally, the original equipment manufacturer performed a review of the device history records (DHR) for the concerned device/lot number and revealed no deviations regarding the function and safety of the device.

Event description:
Olympus was informed that the loop of two electrodes ((B)(4)) broke off and fell into the patient during an operative hysteroscopy procedure. The loops broke from the electrode as the surgeon was performing a resection of the patient¿s uterine fibroid tissue. The loop fragments were retrieved from the patient uterine cavity. The reported event contributed to delays in surgery. A third (B)(4) was used to complete the procedure. No patient injury was reported. 1 of 2.